Event description:
A doctor reported to baxter (B)(4) that an error code occurred while the transfer set was being disconnected from a yume set during peritoneal dialysis (pd) therapy. The doctor stated it was noted that the spike of the transfer set was bent before it was connected to the disconnect cap. There was no patient injury or medical intervention. No further information is available.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample and lot number are not available. Should additional information become available, a follow up MDR will be sent.